Event description:
In january 2006 the lay pt contacted lifescan alleging her one touch ultra meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke with a family member to obtain some information and sent a letter to the pt, as the pt was not available to speak by phone. The pt takes metformin oral diabetes medication three times a day; she takes the same amount daily and does not adjust the dosage based on her meter readings. In december 2005, at 4:30 pm, the pt tested with the reported meter before feeling sleepy and shaky; the results she obtained were 114 and 117 mg/dl. Her husband took her to the ER due to her symptoms. Results obtained in the ER were not provided. The pt was treated with glucose; the specific treatment given was not provided. The customer service agent (csa) discovered that the test strips were open longer than the discard date, were expired, or had been stored improperly, which can cause inaccurate results. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the pt may have received inaccurate results on the product preventing her from administering early self-treatment of a low blood glucose level. Subsequently, the pt experienced symptoms of hypoglycemica and received treatment with glucose in the ER.